Event description:
The customer reported that during transport while the unit was in use on a patient, the unit stopped pumping in the elevator. The customer reported that a beeping sound went off, and the display monitor froze. The customer's clinical engineer turned the power off and then cycled it on and off several times, allowing 10 seconds between off and on as specified in the operation manual. However, the power was not recovered (the monitor had no display). The patient was switched to another unit, and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The company representative replaced the main board. The unit was tested to factory specification. It functioned normally and was returned to the customer. The main board is being returned to datascope for further investigation.